Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 38 x 3.00 stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break approx. 26.5cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. A 38 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure the device failed to cross the lesion. The procedure was completed with alternative device. There were no patient complications reported. However, returned device analysis revealed that the hypotube detachment.